Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.

Event description:
After inserting the sheath left sided and inserting the hd grid mapping catheter, blood was noted to be flowing back through the lumen of the agilis. The amount of blood flowing back was estimated to be 10-15 cc before the sheath was removed. Blood was continuously flowing through the lumen after introducing the hd grid catheter, prompting the exchange to the non-abbott device (flexcath contour sheath by medtronic). The procedure was completed with no adverse consequences to the patient. The patient is stable and recovering.